Manufacturer narrative:
Corrected data: in review, it was noticed that there was a typo in the doctor's last name in the initial MDR report. It was also noted that the following information was inadvertently not included in the follow up MDR #1 which has been captured in this supplemental MDR report and the following fields were updated accordingly: section e1: first/given name: the full first name is unknown/not provided. Only the first letter of the first name was indicated to be (B)(6). Section e1: last name: (B)(6). Section e1: email address: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the following fields were updated based on the additional information received: section b3: date of event: 1/27/2023. Section d4: model number: diu375. Section d4: catalog number: diu375u190. Section d4: serial number: (B)(6). Section d4: expiration date: oct 13, 2025. Section d4: unique device identifier (UDI #): (B)(4). Section d6a: if implanted, give date: on (B)(6) 2023. Section h4: device manufacture date: oct 13, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the fields " e1 - establishment name, e1 - initial reporter's full address and e1 - telephone number" were inadvertently not addressed in section "h10" of the initial MDR or other follow up MDR reports; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A doctor reported that an eyhance toric intraocular lens (iol) moved within 24 hours of placement. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown; requested but not provided. Date of event: exact date is unknown/not provided. Best estimate is on or prior to (B)(6) 2023. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Model number: a complete model number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Implant date: if implanted; give date: unknown/information not provided. Explant date if explanted; give date: not applicable as the device remains implanted. Device evaluated by MFR: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.